Event description:
A remstar device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust contamination and displayed error code e030 (err motor spinup flux high), e063 (err stuck knob key). The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
In the previous report, the complete status on the general information tab was marked incorrectly, and in this report the complete status is marked correctly.